Event description:
It was reported that patient was unable to set the device into MRI mode. System diagnostic recorded high impedances on two lead contacts. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000157586.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The patient had two electrodes implanted, the one with the high impedances is not in use. The two high impedance lead was explanted and replaced due to patient needing an MRI. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.